Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter repair kit, single-lumen, white, 6.6f products that are cleared in the us. The pro code and 510 k number for the broviac cv catheter repair kit, single-lumen, white, 6.6f products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one broviac repair kit was returned for evaluation and one electronic photo was provided for review. Gross, microscopic visual and functional testing were performed. Based on the photo review, the reported fracture issue cannot be confirmed as the provided photo shows a hickman catheter. Based on the sample evaluation findings, the investigation is confirmed for the reported fracture issue as a pinhole was noted just distal to the luer and the edges of the observed pinhole were smooth and the pinhole appeared to penetrate through to the inner catheter. Furthermore, a leak from the pinhole was observed. The investigation is also confirmed for the identified expired device placed issue as the device implanted date was (B)(6) 2021 was post to expiration date 31-jan-2021. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 01/2021). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a procedure, the device was allegedly fractured. It was further reported that, the expired product was allegedly used. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that during a procedure, the device allegedly cracked between the connector and the connection. There was no reported patient injury.